Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer failed to open due to the magnet missing from the latch insep. A field service engineer replaced the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system had a drawer failure and was not detected on the bus. The customer had tried to recover the drawer by rebooting the station, but the issue persists. The customer stated this malfunction resulted in a delay of approximately 20-30 minutes and confirmed no patient harm. There were no adverse events or injuries reported based on this incident.